Event description:
It was reported that during the implant procedure, the novel lead exhibited loss of capture due to high capture threshold. The lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Electrical testing, visual and x-ray inspection of the lead did not find any anomalies.